Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer used the original tandem wall adapter and charging cable, with no further assistance required from technical support.